Event description:
An endurant iliac stent graft was inserted in a patient for the endovascular treatment of an aneurysm at the junction area of a synthetic vessel in the right common iliac artery. The synthetic graft was 7-8 mm diameter and the external iliac artery was 5-6 mm diameter. The synthetic vessel was non-tortuous. The right internal iliac artery was coiled before the evar. Another manufacturer's 16fr sheath was inserted but it was not possible to gain access through the synthetic vessel, so the sheath was inserted in the external iliac artery. An endurant 101082 was inserted; however, it was unable to advance through the synthetic vessel. Resistance was encountered and the physician had to push hard and ended up rupturing the external iliac artery. The delivery system was removed and the ruptured area was repaired with the synthetic graft. The endurant stent graft was not implanted. The physician stated that the sheath was not inserted far enough which resulted in resistance between the endurant delivery system and synthetic graft.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (vessel perforation); caused by another drug/device (synthetic graft); unapproved use of device (implant of an iliac stent graft without a bifurcated stent graft). Conclusion: another device caused failure (synthetic graft); operational context contributed to event (implant of an iliac stent graft without a bifurcated stent graft).